Event description:
It was reported that it was impossible to change the extension arm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The investigation of the complained extension arm has shown that the hexagon of the arm is broken off. Therefore it was not possible anymore to remove the extension arm from the distractor body. Based on the complaint description and without the broken fragment we are not able to determine the exact cause of this breakage. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rapture. At one of the joints of the distractor are heavy stress marks. Finally we can only assume that a mechanical overload caused the breakage of the hexagon and the malfunction.